Event description:
Reportedly, it was impossible to interrogate the pacemaker involved in this MDR report. Loss of telemetry was met during interrogation, the device switched to standby mode after each reinitialization attempt. Premature end of life was suspected; therefore, the device was explanted and returned for analysis. It should be noted that the device was implanted more than 5 years (implant date not available).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.